Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2mg/ml at 0 .125mg/day via an implantable pump. It was reported that the patient stated that she has experienced intermittent headaches since the pump was put in. The physician decided to take her to surgery to figure out what was going on with the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician had tried to do a blood patch on her due to her complaints of a headaches. It did not seem to help her headaches. The physician scheduled a catheter revision. When he opened the area where the patient¿s anchor was located, he noticed a small leak of csf (cerebral spinal fluid). Instead of revising the catheter he decided to sew a better purse string around the existing catheter to close off the csf leak. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The reporter spoke to the patient on (B)(6) 2021 and she stated that she feels a lot better.